Manufacturer narrative:
Insulin pump received with broken off battery cap and struck inside of the battery tube threads. The test battery cap fit properly with battery tube threads. Insulin pump had cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had blank display. The customer¿s blood glucose level was unknown. The customer states that got the new battery cap and it still will not turn back on. The customer was advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.